Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this product was not related to the patella fracture and pain of the patient.

Manufacturer narrative:
(B)(4). Medical products: arcom series a patella standard # 184764, lot # 535310. Biomet offset tibial tray # 141482, lot # 744940. Biomet smooth knee stem # 145024, lot # 574960. Biomet offset tibial tray adaptor # 141491, lot # 470640. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10674, 0001825034-2017-10675, 0001825034-2017-10677 and 0001825034-2017-10678. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing pain and loss of sensation in his left knee post a revision surgery.